Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. The right atrial lead exhibited loss of capture even at maximum output, and some undersensing was also noted due to chronic small p-waves. The lead was deactivated, and the device was programmed to vvi. The patient¿s condition was stable.